Event description:
It was reported that the pt was involved in an accident in 2006. Later on, news was received that confirmed that the implant was no longer functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.